Event description:
The customer reported that the system had an intermittent boot up problem. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative regreased the tube cables, reseated the high voltage regulator printed circuit board and recalibrated the x-ray tube. The system was tested and found to be working as intended and put back in service.